Manufacturer narrative:
The reported event occurred on a starlet 8ch.compl. W. Accessories instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications, and no product issue was identified with the associated lot (h06830). A review of quality control data, complaint history, and non-conformance records did not reveal any issues related to the reported event. The investigation suggested that the discrepant results were likely due to contamination, particularly for the hbv reactive result with a cycle threshold (CT) value of 41.9. This value, near the limit of detection (lod), along with a non-sigmoidal growth curve, indicated a very low viral load, which could be attributed to contamination. Retesting of the sample and additional testing at external laboratories confirmed non-reactive results, supporting this conclusion. The associated blood bag was released as non-reactive based on the totality of testing results. No harm was alleged, and sample material for internal testing was not requested.

Event description:
The initial reporter alleged discrepant results using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the starlet 8ch.compl. W. Accessories instrument. On (B)(6)2022, pooled samples (n=5) were tested and generated hiv reactive (cycle threshold (CT): 54.5) and hepatitis c virus (hcv) reactive (CT: 40.7) results. Serology testing for the individual samples was non-reactive. On the same day, a resolution pool of one sample (sample ID: (B)(6)) was tested and generated a hepatitis b virus (hbv) reactive result (CT: 41.9). On (B)(6)2022, sample (B)(6) was retested and generated a non-reactive result. The associated donation was placed on hold. On (B)(6)2022, a new sample from the same donor was tested at an external laboratory using the hbv dna rapid genexpert method, which generated a 'target not detected' result. The new sample was also sent to another laboratory for repeat nucleic acid testing (nat), which generated an hbv non-reactive result. Based on the totality of testing results, the associated blood bag (sample (B)(6)) was released as non-reactive.